Manufacturer narrative:
The device has not been returned for laboratory testing. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
--

Event description:
Boston scientific crm received information from an implant form that the set screws for this device would not tighten down properly to secure the right atrial (ra) and right ventricular (rv) terminal pins. The physician confirmed that the terminal pins had been advanced beyond the connector block and the set screws were fully retracted. However, during the tug test, the terminal pins could be easily removed from the header. This clinical observation was associated with electrogram noise and out-of-range pacing impedance measurements.

Manufacturer narrative:
A review of the device's memory log found that two valid lead impedance measurements on each of the three pacing channels were recorded on the day of the procedure. Pin gauge testing was performed on all of the header ports and no anomalies were identified. Pace/sense and shock terminal pins were advanced into the proper header ports with each terminal pin successfully advanced beyond the connector block (as viewed microscopically). Each set screw was tightened and a lead tug test was performed. All of the terminal pins were secured and could not be removed. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device performed normally throughout laboratory testing.

Manufacturer narrative:
The device was returned and is currently undergoing laboratory testing by boston scientific's post market quality assurance laboratory.